Event description:
Related to MFR report # 2183959-2012-02545. Related to MFR report # 2183959-2012-02546. It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with an apogee system with intepro lite due to the plaintiff had "pelvic organ prolapse and stress urinary incontinence" it was alleged that the plaintiff had "chronic pain, excessive bleeding, infection, dyspareunia", "erosion and destruction of vaginal tissue warranting the need for additional surgical intervention", "mesh and tissue erosion", "suffered and will continue to suffer severe permanent bodily injuries and significant mental and physical pain and suffering", "injuries". It was also alleged that "in many cases", including the plaintiff, "the women have been forced to undergo extensive medical treatment, including, but not limited to, operations to locate and removed the mesh, operations to attempt to repair pelvic organs, tissue and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia".

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.